Event description:
It was reported that the saddle broke off the screw while the rod was being seated into the screw. No pt complications were reported.

Manufacturer narrative:
Device has not been explanted, so product evaluation is not possible. Therefore, we are unable to determine the definitive cause of the reported event.